Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was found clogged prior to use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "needles are blocked, unable to push plunger of syringe once needle attached. Several needles are being discarded. Kept a tally from april 14-21. 77 needles were discarded during this timeframe (under reported as staff missed keeping full tally). Optically, this doesn't look professional or competent to clients when a nurse has to go through more than one needle to find one that is "good" before proceeding with vaccine preparation. Who was affected?: patient. Frequency of problem: recurring... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use"